Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment, the edwards sapien valve was noted to be too low (ventricular) resulting in moderate central aortic insufficiency (ai). A second valve was positioned 50:50 within the first valve and deployed successfully. The event was resolved with good result.

Manufacturer narrative:
This patient has a severely calcified aortic root and moderately calcified leaflets. The patient did not have septal hypertrophy or mitral annular calcification (mac). Prior to deployment, the first sapien valve and delivery system were reported to have good coaxial alignment and image intensifier angle (iia). The sapien valve was positioned 50:50 within the annulus but moved ventricular during deployment with a final position of 60:40 ventricular . During deployment, ventilation was held and there was no loss of pacing capture. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician¿s undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, it is possible that the patient's severely calcified aortic root, in additional to unappreciable procedural factors , may have caused or contributed to the reported event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.